Manufacturer narrative:
Continuation of concomitant products: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient took a very hard fall off a treadmill fracturing the right arm/shoulder and dislodging left ventricular (lv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.